Event description:
It was reported that the ilet displayed alert 38 for a motor stall, and the user was unable to complete a rewind, insert a new cartridge, or perform a dry run despite multiple restarts, consistent with a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem was identified, and the event aligned with a motor-related failure resulting in failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.